Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. The technical support specialist (tse) dialed the station and found that the scanner needed to be reset to resolve the issue. Then, the tse reset the scanner and fixed the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower aux barcode scanner not working. The customer stated that the malfunction occurred when the user was trying to issue the medication. There were no adverse events or injuries reported based on this event.